Event description:
As it was reported in a medical journal article, subacute stent thrombosis occurred in a patient that received a cypher stent. The patient died suddenly 7 days post-procedure. No additional information was provided.

Manufacturer narrative:
As it was reported in a article found in a medical journal a patient experienced sub-acute stent thrombosis and died seven days after having a cypher stent implanted. The patient was a heart transplant recipient with a history of cardiac allograft vasculopathy. Cardiac allograft vasculopathy (cav) remains a troublesome long-term complication of heart transplantation. It is manifested by a unique and unusually accelerated form of coronary disease affecting both intramural and epicardial coronary arteries and veins. There is no other information available. The sterile lot number for the device is unknown therefore, a device history report review could not be performed. Sub-acute stent thrombosis is a known potential adverse event associated with implanting coronary artery stents. With the very limited information provided. It is not possible to determine what factors may have contributed to the reported event.

Manufacturer narrative:
Article citation: lee, michael s. Et al,(april 2010) "sirolimus-versus paclitaxel-eluting stents for the treatment of cardiac allograft vasculopathy" jacc: cardiovascular interventions vol. 3 (2010), pp 378-382. The catalog number provided (cxsxxx) represents a unknown cypher stent. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 246mg/dl and 81mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.